Event description:
Related manufacturer reference number:2017865-2024-33785. Related manufacturer reference number:2017865-2024-33786. Related manufacturer reference number: 2017865-2024-33788. It was reported that the patient presented with an infection. It was noted that blood cultures showed the patient was in septic shock and vegetation was discovered on the lead. During the extraction. The tip of the lead broke and is still embedded in the tissue. The entire system was extracted. The patient was in stable condition.

Manufacturer narrative:
Correction: missing DHR statement a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.